Event description:
It was reported that during a percutaneous coronary interventional procedure, a guide wire break occurred. The moderately calcified lesion being treated was located in the mid right coronary artery (rca). Following two iq guide wires being advanced into the rca, a maverick was advanced and inflated 3 times for 10 seconds without difficulty. The maverick balloon was then withdrawn. The physician tried to adjust the placement of one of the wires, and encountered resistance "like they were tangled." The physician then removed both wires together and found that this iq guide wire was broken. The wire was removed as one unit. The break was not visible on angiography. No parts remain in the body, and the procedure was completed with another of the same devices. There were no pt complications reported.